Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose level ranged from 403-404 mg/dl. The customer administered a manual injection and drank water to address high bg. Reportedly, the customer changed the cartridge and infusion set to resolve the issue.